Event description:
It was reported that during an upper gastrointestinal procedure, the clips failed to form properly or securely on structures when applied. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. A bag with 5 unformed clips was returned along with the instrument. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 8 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.